Manufacturer narrative:
The sample was serum.per the customer, the reagent lot number did not match the calibrated reagent lot number. The customer calibrated the reagent used in the test, in turn producing the expected flag messages.service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining thirteen (13) incorrect total bilirubin results that were released out of the laboratory, generated by the (B)(4) ise clinical chemistry analyzer. For the thirteen (13) patient samples, no error flags were associated with this event. It was observed that the instrument was tested from a new (uncalibrated) lot of total bilirubin reagent using an existing total bilirubin calibration (another lot of total bilirubin on the instrument), which caused the erroneous results. The customer reran these samples and the results were very close to the originals, so no change to patient treatment. Patient results were not provided by the customer.